Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) channel. Technical services (ts) believed this ICD was oversensing air. Ts noted tachy mody would remain off and they will continue to monitor the patient. This rv lead remains in service and no adverse patient effects were reported.